Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/19/2020. H.6. Investigation: one sample was returned to our quality team for investigation. The product was evaluated and no damage or defects were observed, the protector was properly fitted to the vial and the needle of the protector properly penetrated the vial stopper. Functional testing was performed, liquid could move between the syringe and vial without issue and no leak was identified. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for lot 1706113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, we are not able to identify a rot cause related to our manufacturing process at this time.

Event description:
It was reported that the protector p15j experienced leakage during use. The following information was provided by the initial reporter: connected the vial of irinotecan with assembly fixture. Filled the syringe with n35j and connected to p15j. Drug leaked when drawing it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protector p15j experienced leakage during use. The following information was provided by the initial reporter: connected the vial of irinotecan with assembly fixture. Filled the syringe with n35j and connected to p15j. Drug leaked when drawing it.